Event description:
Complainant alleged that while attempting to defibrillate a male patient presenting a ventricular fibrillation heart rhythm, the device would not allow discharge via non-zoll electrode pads. The medics changed the electrode pads and obtained another device to continue therapy. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.